Manufacturer narrative:
Concomitant medical devices: 6935m lead implant date unknown. Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a missing set screw.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) grommet problem made it difficult to remove the lead without pulling forcefully. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.